Event description:
A renegade microcatheter was used for a therapeutic procedure. When the guidewire was inserted during preparation, resistance occurred at the hub of the microcatheter. Upon pushing the wire by force, the tip of the wire became broken.